Event description:
It was reported that the patient had a stimulation/therapy issue described as never having therapeutic effect. The system was placed for post-hepatic neuralgia and was never really effective. It was explanted because the implantable neurostimulator (ins) located in the right buttock was uncomfortable. The entire system was explanted (B)(6) 2014, and returned. The product was replaced with the product of a different manufacturer. It was unknown if any diagnostic testing or troubleshooting was performed. The event occurred during normal use. There were no symptoms or complications associated with the event. The patient¿s status at the time of this report was alive with no injury.

Manufacturer narrative:
Concomitant products: product ID: 3550-39, lot# serial# unknown, explanted: (B)(6) 2014, product type: accessory. Product ID: 3708140 serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3550-39, lot# n316214, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: accessory. (B)(4). Analysis of the implantable neurostimulator (ins) found that the battery had a reduced capacity due to overdischarge. There was no significant anomaly. The ins was received with no telemetry. According to the trace report obtained from the ins after physician mode recharge (pmr) recovery, the total recharge count was 79. The last recorded recharge session done while the device was implanted occurred on (B)(6) 2013. The device was recharged for 1 hour 14 minutes and the battery charged from 3.750v to 3.745v. The parameter trend diagnostic section of the trace report shows patient usage after this recharge session. The typical recharger coupling shown in the initial review was zero. The battery discharged to the lock mode on 2013-04-24.